Event description:
It was reported that a system failure occurred during the background test of the primary audible alarm. The device was not dropped and no physical damage. There was no reported patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 8/29/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿a system failure occurred during the background test of the primary audible alarm¿ was confirmed by checking the alarm history. The probable cause was a faulty speaker and therefore replaced. Replaced the left and right clutch, worm gear, worm coupling, and motor to fix the travel reverse error. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.